Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert for the available information and he opined that- ¿the CT-scans shows the hardware (plate and screws) that were used on the tibia. The indication not being clear (most likely fracture, but it is not clear when that occurred). Furthermore, there are radiolucent lines around the tibial component and some anterior subsidence of this component. Some parts are still well-fixed to the bone. The talar component looks well fixed to the bone without apparent radiolucencies. There are some image artifacts around the talar peg, not indicating loosening. It¿s a shortcoming of CT-scan in the presence of metal objects. The joint space between the tibial and talar component is not symmetrical. This can be due to soft tissue imbalance and/or initial placement of the talar implant. This can only be assessed by clinical examination (testing joint stability), stress x-rays in valgus and varus to quantify joint play and by examination of the retrieved polyethylene line.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.